Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 3.6mm and 6mm deep of calcification extending beneath the aortic annular plane in the interventricular septum. The patient had a right bundle branch block (rbbb) pre-procedure and was in complete heart block post procedure. The valve was implanted with a depth of 4.5mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). A permanent pacemaker was implanted after procedure was finished. The patient was reported recovering well.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.